Manufacturer narrative:
(B)(4). The customer did not invert and tap the clearlink system continu-flo solution set during priming which resulted in alarms. Proper user instruction is addressed in the continu-flo solution set with duo-vent spike labeling, which is shipped with every continu-flo solution set with duo-vent spike. The labeling directs the user to, ¿invert and tap check valve to purge air during priming¿ and cautions to, ¿not allow air to be trapped in set¿. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not following proper priming procedure when using a clearlink system continu-flo solution set. The nurse did not invert and tap the set when priming which resulted in upstream occlusion alarms on the baxter pump which was being used. The customer was advised to make sure they invert and tap the y-sites of the clearlink sets during priming to ensure that all air bubbles have been removed from the sets. There was no patient injury or medical intervention associated with this event. No additional information is available.